Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with dual percutaneous leads on (B)(6) 2010 for left hip and leg to foot pain. It was reported that the pt was unable to increase the amplitude of his stimulation. A diagnostic test revealed invalid impedance readings for two lead contacts. The pt's scs system was reprogrammed; however, the resulting therapy coverage proved inadequate. A subsequent x-ray revealed that one of his leads was bent. Follow-up on this matter found that adequate therapy coverage has been achieved for the pt following his most recent reprogramming session. There are no immediate plans for surgical intervention at this time.